Event description:
It was reported that the patient tested her blood glucose level with a result of 488 mg/dl; however, the patient felt symptoms of hypoglycemia and she called for paramedics. Paramedics arrived and got a test result of 28 mg/dl about 15 minutes after the test result the patient had received. She was treated with a gel being put in her mouth. She was taken to the hospital and admitted. She treated with an IV at the hospital. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.